Event description:
It was reported to philips that the azurion 7 b20 system c-arm is not functioning in clinical use and caused a delay in treatment. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint, that system geometry movements were not possible. According to the information collected, the system was not in clinical use, however the planned procedure was delayed due to the reported issue. The philips service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the system log file showed that during startup of the system, the system detected that a geometry button was active and the system disabled all motorized c-arm and table movements. User messages were prompted to inform that motorized movements were not available. A restart of the system did not resolve the issue. The problem was noted to be caused by the control module (geometry module) in the examination room. The fse replaced the geometry module, and the system was returned to use in good working order.